Manufacturer narrative:
Update to d2. Reported event: (B)(4)- mps reported arm shaking significantly when entering haptics during tka case. Could not reproduce but transmission value were close to yellow; therefore tighten transmission cables and test values closer to nominal for j5 and j6, which is a typical fix for vibration. Product inspection: problem reproduced? No. Trouble shooting notes: none. Work performed: could not reproduce but transmission value were close to yellow; therefore tighten transmission cables and test values closer to nominal for j5 and j6, which is a typical fix for vibration. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: a review of device history record for (B)(4) shows that on (B)(6) 2009, 01 device was manufactured. A review of the data revealed that the non-conformances are not related to the failure alleged in this complaint. Compliant history review: a review of complaints in catsweb and trackwise related to p/n 209999, (B)(4) shows no additional complaints related to the failure in this investigation. Conclusion: system is ready for clinical use.

Event description:
(B)(4). Mps reported arm shaking significantly when entering haptics during tka case. Could not reproduce but transmission value were close to yellow; therefore tighten transmission cables and test values closer to nominal for j5 and j6, which is a typical fix for vibration. Case number: (B)(4).

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4) - mps reported arm shaking significantly when entering haptics during tka case. Could not reproduce but transmission value were close to yellow; therefore tighten transmission cables and test values closer to nominal for j5 and j6, which is a typical fix for vibration. Case number: (B)(4).